Event description:
It was reported that there was an issue with nj102 - biolox prosthesis head 8/10 28mm m. According to the complaint description, "squeaking noise" heard postoperatively after twenty-four (24) years. The revision was scheduled for(B)(6) 2024; the liner and head are to be replaced. The total hip arthroplasty (tha) had been performed in 2000. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided. The adverse event is filed under aesculap ag reference no.1(B)(4). Other leading material - not sold to us: nh091/sc/sc/msc ceramics insert 28mm 44/46 sym. (Aesculap ag reference no. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Additional information: b5 - description updated. D10 - involved component. H6 - codes updated. Investigation results: the product was not returned. The investigation was based upon historical data analysis and event description. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Also, after meaningful attempts no further information could be received. According to the manufacturer´s reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reasons - adverse event (not later than 30 days). The assessment for the reportabiltiy of this adverse event was based on the patient harm, revision surgery. Conclusion/ preventive measures: without the complaint sample being available for investigation, a definite root cause cannot be determined. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. There is no indication for a material, manufacturing, or design-related failure. Based upon the investigation results, a CAPA is not required.

Event description:
Update: this product was now confirmed to be an involved component, and no longer a leading material. Other leading material - not sold to us: nh091/sc/sc/msc ceramics insert 28mm 44/46 sym. (Aesculap ag reference no. (B)(4). Involved component: nj102/ biolox prosthesis head 8/10 28mm m (aesculap ag reference no. (B)(4).